Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 3 years 2 months post implant of this 21mm bioprosthetic valve in the pulmonary position, the device was explanted and replaced with a 25mm bioprosthetic valve due to significant pulmonary stenosis and regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.